Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was in the operating room (or) due to high thresholds on the right ventricular (rv) lead and left ventricular (lv) lead. No patient complications have been reported as a result of this event.